Event description:
It was reported that the burr became stuck in the guidewire. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 1.50mm rotalink plus and a rotawire guidewire were selected for use. During the procedure, it was noted that the burr became stuck in the lesion while performing ablation. It could not be moved forward or backward and the system was unable to reach the procedural target speed. The burr catheter and the guidewire had to be pulled out as one unit via dynaglide mode and the procedure was completed using alternative method or device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address: (B)(6).